Event description:
Caller stated that she sought medical attention on (B)(6) 2023 around 7:30pm at home. Caller stated that he tested his blood glucose with his prodigy meter and he received a result of 137mg/dl. Caller stated that he took 10 units of humalog. A normal result for that time of day is usually around 200mg/dl. Caller stated that after an undetermined amount of time he started sweating and felt unwell so he ate a sweet roll and drank a ginger ale. Caller then said he tested his blood glucose again with his prodigy meter twice and he received a result of 161mg/dl and 201mg/dl. Caller stated that he passed out. Caller stated that his friend then called paramedics. Caller stated that he woke up in an ambulance due to the paramedics administering glucose through an IV. Caller stated he was informed the paramedics performed a blood glucose test with their meter and received a result of 137mg/dl. End-user was not transported to the hospital. Caller stated that his friend made him two jelly sandwiches as he waited in the ambulance. Caller stated that the paramedics then tested his blood glucose again with their meter and received a result of 289mg/dl. The paramedics then released the caller. Caller was informed that the test strips he was using were expired. Caller was educated not to use any expired products and to discard them. No further information was provided.